Manufacturer narrative:
The device lot number is unknown; therefore, a review of the device history records was unable to be performed. The device was requested; however, it was explanted a year and a half ago and is presumed to have been discarded after explantation. The author was unable to provide any further detail. Elevated iop, pain, photosensitivity, afferent pupillary defect, corneal edema, blurry vision, hyphema, anterior uveitis, peripheral anterior synechiae, malposition, explantation, and secondary surgical intervention are listed in the device labeling as potential adverse events. Reference: capitena young ce, st peter dm, ertel mk, pantcheva mb. Hydrus microstent malposition with uveitis-glaucoma-hyphema syndrome. Am j ophthalmol case rep. 2022;25:101405. Published 2022 feb 9. Doi:10.1016/j.ajoc.2022.101405. Manufacturer reference #: (B)(4).

Event description:
The following case was identified in literature review from a publication titled, "hydrus microstent malposition with uveitis-glaucoma-hyphema syndrome." A patient was referred for persistent, severe eye pain starting immediately after uncomplicated combined cataract surgery and hydrus microstent implantation 4 weeks prior. After failed steroid treatments for presumed supraorbital neuralgia, the patient was referred for another opinion. Upon examination, va was 20/70, iop was 24 mmhg (on maximal topical therapy and diamox) and 3+ mixed ac cells were present. On gonioscopy, the hydrus microstent inlet and first window of the implant were outside schlemm's canal, lying on the nasal iris with the distal portion under anterior synechiae. Uveitis-glaucoma-hyphema (ugh) syndrome and device malposition were suspected as the cause of the pain and iop spike. The implant was removed, resulting in resolution of pain and gradual improvement of the ac reaction; further filtering surgery occurred. The author of this published case report stated that the case occurred about a year and a half ago and after filtering surgery the patient was "otherwise doing well."